Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 stating the patient had been admitted to the hospital's intensive care unit at 5:30 am that day with the diagnosis of diabetic ketoacidosis (dka) and a blood glucose (bg) level of 1000 mg/dl. The reporter stated the patient was treated with IV insulin drip and was discontinued from insulin pump therapy (ipt) on hospital admission. The reporter stated that patient's bg at the time of the call was 194 mg/dl. The reporter also stated that the patient had been having issues with up arrow and down arrow buttons on the pump, alleging they were difficult to press and took multiple pushes to get them to operate. The reporter further commented that the keypad rubber was worn. The reporter stated she was in the processes of arranging for a replacement pump due to the keypad issue when this adverse event occurred. The patient remained hospitalized at the conclusion of the call to animas. This complaint is being reported because the patient experienced elevated bg with dka and hospitalization while on ipt and the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.